Event description:
A patient reported experiencing inaccurrate erratic results with a surestep oringinal meter. The patient's blood glucose results were 450 mg/dl. Test were done< 10 minutes apart with difference of 74%. Patient did not experience any adverse events. No further information has been reported.